Event description:
A customer reported he was unable to use his locked freesytle meter as the display screen had frozen. The meter was returned and during the course of the investigation has been confirmed to exhibit the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Tested returned unit. Complaint is confirmed. Performed investigation. Meter is unlocked to (mg/dl). Errors 0300, 0015 and 0800 were found in the error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.